Event description:
This patient reported a marked decrease in their auditory abilities in june of 2003. When using their cochlear implant, they were no longer able to understand words and sentences, without the aid of lip reading. Using the appropriate diagnostic equipment, it was then determined that the device was not functioning according to manufactuer's specifications. Explantation/reimplantation surgery was completed successfully in 2004.